Manufacturer narrative:
Method: the actual device was not returned. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the device was not returned to halyard for evaluation therefore, we are unable to determine the cause for the reported event. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidents, which were associated with separate units, involving a single. This is the first of three reports. Refer to 2026095-2016-00230 for the second patient. Refer to 2026095-2016-00231 for the third patient. Fill volume: 125 ml, flow rate: 100 ml/hr, procedure: unknown, cathplace: not applicable. It was reported that a homepump infused within 1 hour and 30 minutes instead of 4 hours, and occurred with 3 devices in a row. It was noted that patient experienced undesirable effects (unspecified) due to the rapid infusion.